Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replace the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies but was unable to determine the cause of the reported failure.

Event description:
It was initially reported that the device had a blank display. There was no pt use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device exhibited a lock-up failure.